Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a rewind anomaly and unresponsive keypad. The blood glucose at the time of the incident was unknown. The customer states he was running out of insulin and trying to rewind, when the act button became unresponsive. The customer then removed the battery and reinserted the pump worked fine. The customer states it was not a user error. The customer was advised to contact 24 hour helpline for proper troubleshooting, but customer stated he may call back later.